Manufacturer narrative:
The investigation confirmed that multiple (B)(6) patient results and a single (B)(6) patient result were reported for multiple samples obtained from a single patient. The root cause of the (B)(6) patient results is user error due to misinterpretation of the obtained results. The root cause of the (B)(6) patient result is user error due to testing and reporting the result from a diluted patient sample. There is no evidence that the vitros 3600 or (B)(4) reagents had malfunctioned.

Event description:
The customer reported multiple (B)(6) patient sample results (107, 13.2, 117, 27.4 vs. A positive result obtained from an abbott architect analyzer) for multiple samples drawn from a single patient while using the vitros 3600 immunodiagnostic system. The customer also obtained a single (B)(6) patient sample result (0.62 vs. 3.73) while using the vitros 3600 immunodiagnostic system. The affected results were released to the clinician, however a corrected report was issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There were no allegations of harm to patients as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).